Manufacturer narrative:
The police that responded to the alleged incident unplugged and then replugged in the batteries for the device. The unit then operated properly. The provider offered to pick the device up for service and the customer declined and is continuing to use the device.

Event description:
Alleges end user was unable to control scooter by using speed pot or throttle lever or turning key off. The police were called to assist with stopping scooter.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges end user was unable to control scooter by using speed pot or throttle lever or turning key off. The police were called to assist with stopping scooter.